Event description:
It was reported that during an implant procedure, the patient experienced a perforation due to the left ventricular lead. The lead had high threshold as well, so it was removed. The patient's blood pressure dropped, chest compressions were started, and a pericardial window was placed the following day. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.